Manufacturer narrative:
No analysis or conclusions can be drawn without the device. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be sumbitted. Note: the MFR's directions for use states under suggested directions for use: remove the sterile uncuffed tracheal tube from its protective package. If pre-cutting of the tracheal tube is considered, evaluate suitability of the tube for pre-cutting prior to intubation. Tubes with 15 mm connectors which cannot be removed with reasonable manipulation are not suitable for pre-cutting. If the tube is pre-cut, it should be cut at a slight angle to facilitate reinsertion of the 15 mm connector into the tube. Always assure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. In those situations where it is deemed appropriate to pre-cut the tube, the user is cautioned that anatomical variations, conditions of use or other factors may result in a tracheal tube either too long or short for a given pt when the standard pre-cut length indicated by the symbol (oral: nasal) is used. Expert clinical judgment should be used in selecting the appropriate tube size and pre-cut length. Intubate pt following currently accepted medical techniques. Tube placement with the double set of reference lines at the vocal cords will generally result in location of the tip of the tube near the center of the trachea. The user should be alert for anatomical variations, however, reliance on the reference lines should not be substituted for expert clinical judgment. Auscultate both lung fields. If breath sound is decreased over one lung field, adjust the tube to hear equal breath sound over both lung fields. If pt position is altered while intubated, verify that tube placement remains correct. Extubate pt following currently accpeted medical techniques. Discard tracheal tube.

Event description:
A medwatch report was received which reported the following: "event desc" pt being intubated, physician was cutting off the tube to shorter length - in the process of cutting the tube and replacing the adapter, the tube split approx 1/4"." "No harm to pt - new tube was placed." "Did this event involve an electrophysiology procedure? No". "What was the original intended procedure? Intubation with ett." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". Upon receipt of this report, the reporter was contacted by phone for further info and she stated that the person that handles that is off and to call back in two weeks.